Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable pacemaker was implanted. Following pocket closure, noise and high impedance on the right ventricular channel was observed. An improper setscrew connection is suspected, as the physician did not perform a tug test upon tightening. A revision procedure is intended to re-insert the terminal pin into the header. Currently, this device remains implanted and in service. No adverse patient effects reported.

Event description:
Additional information was received that the pacing impedance measurement value was greater than 2000 ohms. A revision procedure was performed. The right ventricular distal set screw was down, but not tightened to full torque strength. The set screw was tightened along with all set screws in the header. All noise on the lead was resolved after tightening the set screws. No adverse patient effects were observed.